Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that something had happened to the patient's system. The patient reported feeling "reverberation" longer than usual after turning stimulation off, and was not able to increase stimulation past a certain point on any group. The patient reported that when group a was turned down to zero she still felt stim when she fell asleep, but not when she woke up. The patient was able to turn stim back on, but could not increase past zero. The patient changed the batteries in the patient programmer and was able to "get a" but could not increase past 40. The patient had an appointment for reprogramming in (B)(6) 2017. The patient stated stimulation was on, and the patient has groups a,b,c,d. When trying to increase a and b the patient saw a "not successful" message. The patient denied recent falls or emi exposure. The patient stated she was in the sun but had an ice pack over the device. Additional information received stated that the handheld device is not transmitting like it used to. The patient was unable to adjust any group. The patient stated all groups were on a minimal setting, but g seemed higher. The patient checked the device and saw she was on group g at 4.4 volts, and stim was on. The patient switched to group a and was at .40 volts and stimulation would not increase. It was reported the patient programmer button was unresponsive. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.